Event description:
It was reported that this lead exhibited low impedance measurements. A revision procedure was performed and the lead broke during the extraction and the helix and a portion of the lead remained unretrieved. No additional adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.